Manufacturer narrative:
The insulin pump was received with a full segment display followed by a constant watchdog alarm due to faulty component on the interface board also, unable to confirm a13 alarm and unable to perform any testing due to constant watchdog alarm. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed signal too low alarm. Customer's blood glucose was unknown. Device was giving out constant tone and customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.